Event description:
It was reported that the catheter was used off-label and after the procedure the patient experienced a stroke. During a pulse field ablation (pfa) procedure to treat atrial fibrillation and atrial flutter a farawave pulsed field ablation catheter was used. Use of the catheter to treat atrial flutter constituted off-label use of the device. The device was also used off-label to perform posterior wall isolation (pwi) and mitral isthmus (mi) ablations in addition to the on-label pulmonary vein isolations (pvis). The procedure was completed. After the procedure the patient experienced a stroke that resulted in permanent damage/disability. The patient was hospitalized, though it is unknown if any medical intervention was performed in relation to the stroke. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updates were made based on additional information received to block b5 describe event or problem and h6 patient codes. E012202 paralysis was added as a patient code.

Event description:
It was reported that the catheter was used off-label and after the procedure the patient experienced a stroke. During a pulse field ablation (pfa) procedure to treat atrial fibrillation and atrial flutter a farawave pulsed field ablation catheter was used. Use of the catheter to treat atrial flutter constituted off-label use of the device. The device was also used off-label to perform posterior wall isolation (pwi) and mitral isthmus (mi) ablations in addition to the on-label pulmonary vein isolations (pvis). The procedure was completed. After the procedure the patient experienced a stroke that resulted in permanent damage/disability. The patient was hospitalized, though it is unknown if any medical intervention was performed in relation to the stroke. The device is not expected to be returned for analysis due to disposal. It was further reported that the disability resulting from the stroke was partial paralysis.